Manufacturer narrative:
The reported events of dislodgement, muscle stimulation, and high capture thresholds were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray analyses were normal with no anomalies found.

Event description:
It was reported the patient presented in clinic for follow-up with a jumping in their chest. Upon interrogation, it was noted the atrial lead exhibited high capture thresholds. Chest x-ray confirmed the atrial lead had dislodged. The atrial lead was explanted and replaced. The patient was discharged following the procedure.